Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the insulin gauge was inaccurate. As a result of discrepancy, customer¿s blood glucose level was 100-400 mg/dl with trace ketones. Customer went to the emergency room (ER) and was administered intravenous fluids of saline and insulin, and released from the ER on (B)(6) 2022 with no permanent damage, and the issue resolved.